Event description:
It was reported that a pt with an scs sys felt a strong shock, and had to turn off the device with a magnet. The pt waited five minutes and then turned the device back on. The pt felt another shock and turned the device off again with the magnet. Afterwards, the pt programmer would not communicate with the ipg. On (B) (6) 2009, the ipg was replaced. Intraoperative testing confirmed that the previous leads and the new ipg were functioning properly,

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.